Event description:
The facility reported an infusion pump with 703 error, before use. The hosp. Rep. Stated therte wasen't any pt injury or medical intervention reported. No additonal contact information was available.